Event description:
Overinfusion of unasyn during clinical use. The medication infused in 8 hours instead of in 24 hours. The pump was programmed in the continuous mode. The bag volume was either 50 ml or 100 ml. No pt injury resulted.